Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet system, with cgm indicating blood glucose above 400 mg/dl for about one hour; the family denied cartridge leakage, confirmed proper loading and locking, replaced the infusion site with an unkinked cannula, and awaited recovery as guided by troubleshooting and education. Symptoms included high blood glucose. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention or hospitalization. Investigation included customer interview and device-use troubleshooting. Investigation of this case revealed no device malfunction could be identified and no infusion set obstruction or leakage was observed or reported. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate due to insufficient evidence of a device-related failure.